Event description:
Da vinci prostatektomie - "the ca 090 is part of a kit ("da vinci set 6" (B)(4)). The orders for this consumer will be arranged by proserv. During the ligation of the sutures/ vessel the legs of the clip was crossed. A parallel clip ligation wasn't possible. I noticed no wrong handling. (For example: too much pressure by pulling the trigger) during the clip occlusion. The procedure was finished with an other instrument (ca090)." Patient status: "patient ok - op - procedure was finished with an other instrument (ca090)."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.